Event description:
The customer reportedly obtained a 289 mg/dl and 90 mg/dl on the accu-chek compact plus system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that he is unable to read the strip and control vials. The info was not given to the call agent.